Event description:
It was reported that the customer has experienced low blood glucose levels for the past month. It was stated that the customer was taken to the hospital due to congestive heart failure. The customer's blood glucose reading was 51 mg/dl. It was stated that the insulin pump may have been exposed to an MRI scan. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.